Event description:
It has been reported to philips that an error signal appeared. The system was rebooted, but the monitor remained dark. The patient is on the bed. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor became dark. Review of the system log file showed flex viewing issues. Upon further inspection fse replaced the flex viewing pc. After replacing the flex viewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.